Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain at the pocket site and as such surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was moved lower to left buttocks. Therapy was restored.